Event description:
It was reported that the patient presented remotely via merlin.net day after the implantable cardioverter defibrillator triggered elective replacement indicator. The device exhibited premature battery depletion. It was also noted that the device exhibited diagnostics anomaly, where the device did not achieve the anticipated longevity. The device was explanted and replaced on (B)(6) 2017. The patient was fine before and post procedure.

Manufacturer narrative:
The reported field event of premature depletion and a diagnostics anomaly was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found.